Event description:
A hemodialysis inpatient user facility has reported that during the initiation of treatment a blood leak occurred. The leak was visually observed in the dialysate. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 250cc. The pt had no adverse effects and no medical intervention was required. The pt did complete treatment with a different set-up on the same machine. Sample has been discarded.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.